Event description:
It was reported that the customer had a hospitalization due to diabetes ketoacidosis and currently having a high blood glucose level. The customer's blood glucose level was 410 mg/dl. Customer's wife did not provide any details on the hospitalization. The wife stated insulin was squirting from the pump. Troubleshooting was not performed, because customer's wife declined. No further information was provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.